Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately high compared to another meter (onetouch ultra 2). The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the issue first occurred on an unspecified date in (B)(6) 2018 after 2 pm. The patient detailed he tested his blood and obtained an alleged inaccurately high glucose result of 140 mg/dl on the subject meter which he compared to a result of 80 mg/dl on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin pump therapy and reported taking an unspecified dose of insulin in response to the alleged product issue. The patient stated that 2 hours after the alleged issue began he ¿passed out¿ and paramedicswere called. The patient reported that the paramedics obtained a blood glucose result of ¿in the 30¿s¿ on their device. He was taken to ER and was treated by an hcp with a glucagon injection. At the time of trouble shooting, the cca confirmed that the meter was set with the correct unit of measure at the time of testing and the sample was taken from an approved sample site. The correct testing steps were performed. The cca confirmed that the test strip vial was neither cracked nor broken. The test strips were stored correctly and within expiry date. The patient did not have control solution to perform a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. A secondary issue was observed as the test strips were found to have exceeded their shelf life. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.